Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included adenomyosis on (B)(6)2017 and subserous leiomyoma of uterus on (B)(6)2017. Concurrent conditions included chronic cervicitis since (B)(6)2017, endocervical squamous metaplasia since (B)(6)2017, endometriosis of uterus since (B)(6)2017 and cervical dysplasia. Concomitant products included loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) and tramadol. In (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anger ("short temper"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping during periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy (partial), salpingectomy (bilateral )). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and vulvovaginal pain had resolved and the anger, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, anger, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in product start date earlier it was captured (B)(6)2011 and now it was given (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included adenomyosis on (B)(6) 2017 and subserous leiomyoma of uterus on (B)(6) 2017. Concurrent conditions included chronic cervicitis since (B)(6) 2017, metaplasia since (B)(6) 2017, endometriosis of uterus since (B)(6) 2017 and cervical dysplasia. Concomitant products included loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) and tramadol. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anger ("short temper"), mood swings ("mood swings"), vaginal haemorrhage (", abnormal bleeding (vaginal"), menorrhagia (", abnormal bleeding (menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping during periods"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had surgery to remove the essure implant/hysterectomy (partial), salpingectomy (bilateral )). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vulvovaginal pain had resolved and the anger, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, anger, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in product start date earlier it was captured (B)(6) 2011 and now it was given (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: short temper, mood swings, vaginal hemorrhage, menorrhagia, dysmenorrhea, dyspareunia, vaginal pain.event outcome of pelvic pain and vaginal pain updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, constant') in an adult female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis on (B)(6) 2017 and subserous leiomyoma of uterus on (B)(6) 2017. Concurrent conditions included chronic cervicitis since (B)(6) 2017, endocervical squamous metaplasia since (B)(6) 2017, endometriosis of uterus since (B)(6) 2017 and cervical dysplasia. Concomitant products included loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) and tramadol. In september 2011, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient had essure inserted. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/cramping during periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), alopecia ("hair loss"), anger ("short temper") and mood swings ("mood swings"). The patient was treated with ibuprofen, paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vulvovaginal pain had resolved and the dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, alopecia, anger and mood swings outcome was unknown. The reporter considered alopecia, anger, back pain, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in product start date, earlier it was captured (B)(6) 2011 and now (B)(6) 2011. Diagnostic results normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Left tube: occluded, right tube: occluded. Left tube: no spillage noted, right tube: no spillage noted. Pregnancy test urine - on (B)(6) 2011: negative. Lot number:869755 manufacturing date:2011/06 expiration date:2014/06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, constant') in an adult female patient who had essure (batch no. 869755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis on (B)(6) 2017 and subserous leiomyoma of uterus on (B)(6) 2017. Concurrent conditions included chronic cervicitis since (B)(6) 2017, endocervical squamous metaplasia since (B)(6) 2017, endometriosis of uterus since (B)(6) 2017 and cervical dysplasia. Concomitant products included loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr) and tramadol. In (B)(6) 2011, the patient experienced back pain ("back pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/cramping during periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), alopecia ("hair loss"), anger ("short temper") and mood swings ("mood swings"). The patient was treated with ibuprofen, paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vulvovaginal pain had resolved and the dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, alopecia, anger and mood swings outcome was unknown. The reporter considered alopecia, anger, back pain, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in product start date, earlier it was captured (B)(6) 2011 and now (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Left tube: occluded, right tube: occluded. Left tube: no spillage noted, right tube: no spillage noted. Pregnancy test urine - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: f\u 5 and 6 processed together- plaintiff fact sheet received: newly added events- back pain, severity of previously reported events- pelvic pain female was added, reporter was added. On (B)(6) 2019: medical records received: reporter was added, lab data were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.